Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when the lens was implanted, a lesion was noted in the temporal position of the optic. The lens was removed and replaced with a similar one in the same procedure and completed the surgery. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).